Event description:
Customer filed a medwatch report to FDA on 6/21/00, which was subsequently reported by the FDA to the distributor, beckman coulter, on 7/24/00 who in turn notified instrumentation laboratory on 7/25/00. The initial customer report claimed that the inr calculation default was not properly installed when their acl 200 coagulation instrument was upgraded with y2k preparedness software. According to their report, an erroneous inr value was reported and consequently a pt's coumadin therapy was adjusted resulting in overmedication and death. The software and quality control material failed to identify the error. Incident occurred on 4/1/00, and the instrument error was identified and corrected on 4/12/00.